Event description:
Customer reported a (B)(6), male, with a short arm cast developed redness and blistering with a diffuse macular, papular rash everywhere under the cast with a few worse spots and slight swelling and that removal of the stockinet deroofed the blisters. Reportedly the child got the cast wet in the pool, drained it, but it is unk whether the cast was flushed with tap water. Treatment was 2.5 % hydrocortisone (prescription topical) and the reaction is resolving.